Event description:
The manufacturer received information related to a simplygo mini oxygen concentrator. The user alleges that the device is shutting off. User states that the device stopped working on their way to a doctor's appointment and alleges the doctor placed them on the clinic's oxygen machine as the user's oxygen level was at 40%. The client alleges staying on the clinic's oxygen machine until oxygen level was 90%. The user alleges having to drive home without any oxygen until they arrived home to their at-home oxygen concentrator. The user states that the device reads "error service required." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported related to a simplygo mini oxygen concentrator. The user alleges that the device is shutting off. User states that the device stopped working on their way to a doctor's appointment and alleges the doctor placed them on the clinic's oxygen machine as the user's oxygen level was at 40%. The client alleges staying on the clinic's oxygen machine until oxygen level was 90%. The user alleges having to drive home without any oxygen until they arrived home to their at-home oxygen concentrator. The user states that the device reads "error service required." The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer previously reported information related to a simplygo mini oxygen concentrator. The user alleges that the device is shutting off. User states that the device stopped working on their way to a doctor's appointment and alleges the doctor placed them on the clinic's oxygen machine as the user's oxygen level was at 40%. The client alleges staying on the clinic's oxygen machine until oxygen level was 90%. The user alleges having to drive home without any oxygen until they arrived home to their at-home oxygen concentrator. The user states that the device reads "error service required." Correction: after evaluation of allegations, this complaint has been changed to a complaint of serious injury.